Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcb's and upgraded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
A report was received stating an 840 ventilator experienced an erratic display. There was no patient involvement.